Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced isi core to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The isi core was analyzed and found to errors were replicated and confirmed. Upon visual inspection there were no issues found that would be related to customer issue. The unit was installed on a golden system, where the reported problem was replicated in the system. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the original equipment manager (OEM) device controller (odc) node on the isi core controller (icc) board.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the system was frozen and turned red. The customer had rebooted the system twice, but the error persisted. The tse found error 90 in the logs. The tse had the customer perform a hard power cycle of the vision side cart (vsc), but the issue was not resolved. The surgeon elected to undock the system and convert the procedure to laparoscopic surgery. In addition, the tse guided the customer to use port clutch button to move the universal surgical manipulator (usm) arms away when the usm arms being red due to reported issue. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. There were no patient injuries due to the conversion.

Manufacturer narrative:
The root cause is attributed to a faulty intuitive surgical, inc. (Isi) core controller icc causing voltage fluctuation within the system core.

Event description:
Refer to h11 for follow-up information.